Event description:
It was reported to philips that the customer had purchased a damaged device from a third party. The customer wanted to open an account in case they needed to send the device in for repairs.